Manufacturer narrative:
(B)(6). Device evaluated by MFR.: the complaint device was returned for analysis. A visual examination of the returned device confirmed that the balloon had been subjected to positive pressure and deflated. There was a build-up of blood inside the folded balloon. The investigator attempted to inflate the balloon without success. The device was immersed in the waterbath at 37 degrees celsius. The device was removed and an examination of the balloon found a 1mm circumferential tear in the balloon material. The tear was located at 2mm distal to the distal markerband. No other damage noted to the balloon. A visual and microscopic examination found no issue with the markerbands which could have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 23nov2016. It was reported that balloon leak occurred. Vascular access was obtained via the femoral artery. The 45% stenosed, eccentric, de novo target lesion, containing a lesion bend of <= 45 degrees was located in the non-calcified vena cava. A 18-4/5.8/120 xxl¿ esophageal balloon catheter was advanced for dilatation. However, upon inflation, the balloon did not get enough pressure and also, there was blood noted on the balloon catheter. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed that the balloon was torn circumferentially.